Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak that appeared to be coming from the right side of the coulter hmx hematology analyzer with autoloader. The leak appeared to be cleaner. The source of the leak could not be determined. Patient samples were not affected. The customer was wearing personal protective equipment (ppe) including a lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse confirmed a clenz leak from the tubings that go through the three-way valve located on the top row side panel. The tubings were cut and were subsequently replaced by the fse. Repair was verified per established procedures. (B)(4).